Manufacturer narrative:
Please note that this event was previously submitted in our prior complaint handling system under manufacturing report number 9616099-2016-00566.  No additional information has been provided.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, filter fractured with two struts remaining and perforation of ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.